Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention using an 8f sheath. Reportedly, when the plunger was removed, the entire suture was pulled out of the anatomy. A second proglide was attempted, but also failed due to the same issue. Manual compression was used to achieve hemostasis. There was no adverse patient effect. There was no report of clinically significant delay. No additional information was provided.